Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had experienced a jumping sensation in their chest. An adjustment was made and the sensation went away. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.